Event description:
On (B)(6) 2013, the patient alleged that the pump did not deliver consistent basal amounts based on a download that showed basal amounts ranging between 5.83 and 18 units daily. Customer technical support reviewed the pump with the patient and they discovered that the pump recorded multiple occlusion alarms during the same time as the basal inconsistencies were claimed. Cts concluded that the basal rate delivery was halted due to occlusion alarms and can account for the discrepancies. The patient alleged that the pump did not produce these occlusion alarms. During the time period in question, the patient reported that blood glucose values were as high as 200mg/dl without symptoms of hyperglycemia. This blood glucose excursion does not meet the definition of an adverse event. However, the complaint is being reported due to the possibility that the pump did not produce alarms.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/31/2013 with the following findings: during investigation, a review of the pump history showed multiple occlusion alarms. During testing, a normal bolus of 5 units was performed with an occluded piece of tubing. The pump accurately alarmed (vibration) with an occlusion alarm and recorded it in the alarm history. The pump was exercised for 24 hours with a 1 unit per hour basal program. No related warnings or errors were duplicated and the history accurately recorded the pump¿s exercising period and basal delivery. The pump cover was removed and no evidence of moisture or loose components were observed inside of pump. Unrelated to the complaint, testing revealed the time and date had reset. The pump was opened and evaluation revealed the internal clock battery on the printed circuit board was leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The issue of the pump not alarming accurately was not able to be duplicated.